Event description:
A lexion insufflow laparoscopic gas conditioning device overheated. This was noticed as the first trocar with the visualizing lens was introduced at the start of the laparoscopic cholecystectomy case. Brown smoke was seen, and traced to the lexion insufflow laparoscopic gas conditioning device, and then the device was shut off. The lexion insufflow laparoscopic gas conditioning device and insufflators were replaced. The case was continued without any other events. The pt was admitted over night for observation as a precaution. A call was made to lexion, customer service, and a discussion with (B)(4) was held. An inquiry into the type of gas and any possible adverse effect from the gas to the pt was questioned. (B)(4) could not offer any direct scientific help to the situation. (B)(4) did state, "the lexion is made from usp class 6 material, acyclic, with a cellulose filter." This info was communicated to the surgeon, dr (B)(6). Dates of use: (B)(6) 2010. Event abated after use: yes. Event reappeared after reintroduction: no.